Event description:
Customer's husband reported an incident requiring professional medical treatment when she attempted, was unable to use her aviva system due to error within specifications. Error messages are designed into the system to prevent reporting results when certain operating conditions are not met. A request was made for the return of the system and a replacement was sent.